Event description:
Paramedics responded to a person complaining of chest pain. The device was connected to the pt with ECG leads and diagnosed in bradycardia. Disposable pacing/defibrillation/ECG electrodes were connected for external pacing and the pt intubated, given medications then transported to the hospital. According to the reporter, the device intermittently stopped pacing several times and the pacing current had to be manually increased each time. The pt was transported to the hospital emergency room and pt outcome is unknown.